Manufacturer narrative:
Additional device product codes: jdp, hrs. Reporter is synthes sales consultant. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) showed no white substances on the threads of the screw, instead there appears be some stripped threads along the head and top portion of the shaft. Additionally, the screw has lost some its luster which may have been what the complaint description was describing. The screw was made in 2011 and is sold non-sterile, indicating the screw may have been used in the past resulting in the reported damage. A device failure was identified. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage and age of the device (8+ years old). Document specification: the relevant documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: the overall complaint condition is confirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 02.231.224-us, lot: 7549494, manufacturing site: (B)(4), release to warehouse date: 05. Aug. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the variable angle locking screw was received with a white substance inside the thread of the locking screw. The product has not been opened because it was noted the side before the package was being opened. The screw was not put into the patient or even into a set. There was no patient involvement reported. During manufacturer's investigation on (B)(6) 2019 of the returned device it was noted that no white substances on the threads of the screw, instead there appears be some stripped threads along the head and top portion of the shaft. Additionally, the screw has lost some its luster which may have been what the complaint description was describing. This report is for one (1) 5.0mm variable angle locking screw. This is report 1 of 1 for complaint (B)(4).